Event description:
The patient underwent a right total knee arthroplasty. A routine postoperative X-rayidentified a retained foreign body in the right knee, later confirmed to be a patellarprotector plate. The surgeon scheduled a return to the operating room for removal ofthe retained item. Surgical counts were correct, as the patellar protector plate was notconsidered a countable item. The device is used to protect the patella from injury orindentation caused by surgical instruments, such as retractors, during the procedure.During surgery, the protector plate became dislodged from the patella and was retainedin the lateral gutter of the proximal knee. The surgeon lost awareness of the deviceduring the procedure. Visualization was limited due to the patient's positioning andbody habitus (BMI 36), and the retained item was not visible from the surgeon'sposition at the side of the operative field. The patellar protector plate is supplied in aStryker instrument tray but is manufactured by Innomed. The patient returned tosurgery for removal of the retained item without complication. Recovery has beenuneventful, and the patient continues to progress well postoperatively.